Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.

Event description:
A ge representative evaluated the system and replaced the batteries. The system operates as intended.